Event description:
A surgeon reported that the system shut down in between cases. There was no pt involvement.

Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).